Event description:
A health care provider reported the customer's blood glucose was tested and a reading of 120 mg/dl was obtained on the customer's adc meter. Additionally, it was reported the customer experienced a hypoglycemic event and lost consciousness. The health care provider also reported the customer's blood glucose was re-tested on their hcp meter and the reading of 59 mg/dl was obtained twenty minutes after obtaining the adc meter reading of 120 mg/dl. The paramedics were called and the customer was treated with an unk intravenous medication and oxygen. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.